Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were unconscious due to high blood glucose. The customers blood glucose was 101 mg/dl. Customer also stated that the auto mode was not been activate. Customer was declined the troubleshooting just related to the insulin pump being off. The device will be returned for analysis.